Event description:
On (B)(6), 2011, doctor alleged that a patient experienced an ulcerated tongue after wearing the mara appliance.

Manufacturer narrative:
The doctor removed the appliance and prescribed chlorhexidine, an antiseptic rinse, for treatment. The appliance was not sent for evaluation. A new appliance will be made with regard to patient comfort. To date, the patient is doing fine and has fully recovered.